Manufacturer narrative:
(B)(4). The locking bar is packaged with the tibial tray (catalog 195756 lot 625610); the locking bar was removed but the tibial tray remains implanted. Concomitant medical product: vgxpintlk f l xp67.5, catalog # 195923, lot # 378260; vgxpxp e1 b lm 9x71, catalog # 195884, lot # 115970; vgxpxp e1 b ll 9x71, catalog # 195814, lot # 132620; a pat std 3peg34x8.5, catalog # 184766, lot # 083530. (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial left knee arthroplasty. Subsequently, the patient was revised to address the locking bar backing out from the tibial component.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI #: (B)(4). The locking bar is packaged with the tibial tray (catalog 195756 lot 625610); the locking bar was removed but the tibial tray remains implanted. The complaint device has been returned, but the device investigation has been completed. Complaint sample was evaluated and the reported event was not confirmed. Visual evaluation of the returned device shows wear. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.